Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a solitaire ab stent had resistance in the distal section of the phenom 21 catheter during retrieval. The patient came in with what was believed to be a basilar ischemic stroke. During the angiogram it was obvious that both vertebral arteries were severely stenosed. The solitaire ab was used instead of a solitaire x in case they'd need to leave the stent in situ due to the stenosis. The physician did one pass and struggled to resheath the stent but managed. He then deployed the stent again in a more proximal position for a second pass but was unable to resheath the stent with the phenom 21 and had to deploy. The event was then complicated by severe bilateral stenosis of vertebral arteries. Patient deteriorated in hospital, has seizures and died in hospital in intensive care. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing bailout stenting treatment of an ischemic stroke. It was a proximal/vertebrobasilar occlusion (bilateral). Nihss baseline score was 4. Tici baseline score was 0. Tici post procedure was 3. Vessel tortuosity was severe. The access vessel was the right common femoral artery (cfa). Ancillary devices: cerenovus cerabaseguide catheter, sofia distal access catheter, penumbra red microcatheter, and headway 21 microcatheter